Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ra lead may have dislodged during extraction of the rv lead. Consequently, this lead was explanted and replaced. No patient complications have been reported as result of this event.